Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device was ripped three times while they were using it. There was no reported patient involvement and outcome.